Event description:
It was reported that the system 9600 displayed "iris pot error" and was not operational. It was additionally reported that the c arm flip flop brake was not operating properly. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reseated integrated circuits on the image processor circuit board and replaced the c arm brake pad. The x ray tube and collimator were calibrated and aligned. The system was tested and found to be working as intended and placed back into service.